Event description:
The user facility reported a 52-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During transport, suction alarms were noted and the p level was decreased to p2 to break suction. Blood was administered while in the ambulance. Upon arrival to the medical center, it was noticed that the automated impella controller showed decoupling with lower than expected flows. After an echocardiogram was performed, the impella cp was repositioned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. Data logs show that the pump flow was lower than expected, with active suction and 'impella position unknown' alarms. This issue was seen resolved after lowering the p-level to p3. No motor current spikes were observed during the case run. The placement signal decreased and flattened over time during the reported low pump flow event. According to the clinical report, bleeding was reported after transfer to ICU and was managed after placing femstop. Also, low pump flow was noted after the patient transfer. The cause of the low pump flow issue was most likely patient condition related, based on given clinical and data log review. Added- b5 mso review in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.